Event description:
Nurse went to use a syringe and noticed the needle was slightly angled, but went to draw insulin anyway. They lowered the shield halfway to go to the patient and administer the shot. They gave the injection and pushed the shield to cover the used needle. Since the needle was originally angled, they wanted to make sure it was locked and pulled the shield back and the needle went through the shield stabbing them.